Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: two hemosplit d/l catheter was returned for evaluation and one electronic photo was provided for review. Gross visual evaluation was performed. The investigation is inconclusive for the inverted luer assembly as the original device was not returned for the evaluation and the exact circumstances at the time of the reported event are unknown and could not be concluded from the returned lot sample. However, the investigation is confirmed for the reported inverted luer adapter assembly issue as the arterial side (a) of the extension leg is in a blue hub and the venous side (v) of the extension leg is in a red hub in the provided photo. Per the reynosa facility evaluation, this condition was caused during the manufacturing process, and the cause of the inverted luer adapter assembly was determined to be manufacturing related. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 12/2021). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported during dialysis catheter placement procedure, the extension legs of the device were improperly colored. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device was returned for evaluation as well as photo was provided for reviewer. The investigation of the reported event is currently underway. (Expiry date: 12/2021).

Event description:
It was reported during dialysis procedure, the extension legs of the device were colored improperly. There was no reported patient injury.